Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the instruments and said it was better. An intuitive surgical, inc. (Isi) field service engineer (fse) was also dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a test drive. Fse was unable to reproduce issue with usm3. The customer was contacted and shown that there was no issue with instrument manipulation. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer called at the end of a procedure to report difficulty manipulating the wrist axis on universal surgical manipulator (usm) 3. It was described that the issue occurred with two different instruments and improved somewhat after the instruments were reseated. The technical service engineer (tse) reviewed the system logs and did not find any errors. The technical service engineer then suggested reseating the drape, but the surgeon declined because the case was already completed. The procedure was completed with no reported injury.